Event description:
Reportedly, one of the balloons did not inflate completely. It was removed and another one was used. The second balloon popped on the trocar toward the end of the case. Case was completed. No injury. Procedure: seps.